Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Iol (intraocular lens) was received cut in a half wrapped in surgical foam. Solution is dried on the iol. Additional information stated in the file that the surgeon does not feel that the capsule rupture was product related. The complainant indicates the use of amvisc plus as a viscoelastic which is not qualified for use with the associated product. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. It is stated in the file that the surgeon does not feel that the capsule rupture was product related. Additionally, the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, while implanting the lens, the surgeon noticed that the capsule had torn. Subsequently the lens was removed during initial procedure and a new lens was inserted into the sulcus. The surgery was completed the same day using the non-company lens and the wound was enlarged and suture was used to close the wound. The surgeon does not feel that the capsule rupture was product related. Additional information has been requested.